Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary drawer 1 had multiple failed cubies. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 failed with multiple cubies. A field service engineer (fse) unplugged and rebooted the station, but the issue persisted. The field service engineer then replaced the controller board, tested the drawers in hardware test application multiple times, verified its functionality and resolved the issue. The system functioned as intended after the field service engineer repaired the device.